Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump usb port was cracked resulting in difficulties charging the pump. Customer¿s blood glucose level was 180 mg/dl. The customer reverted to an alternate method of insulin therapy.